Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the alleged failure that the user experienced since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted explanted date: device was not explanted the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the angi-seal sheath was removed, the locator/insertion sheath assembly was inserted over the guidewire and the backflow of blood was observed. However, when the assembly was once pulled to stop the backflow, the backflow did not stop. The assembly was therefore withdrawn and successfully removed from the patient. Something like a crack was observed in the assembly. The device was therefore not used and replaced with another angio-seal device to continue the hemostasis procedure. Subsequently, the hemostasis was successfully achieved. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage for the patient. Blood loss was less than (B)(6). There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.